Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs 2937457-2014-01115 and 1225714-2014-04869.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2007 and subsequently expired after the use of the product.